Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. The reported patient effects of failure to retrieve mitraclip ntr/xtr system components (foreign body in patient) and mitral stenosis, as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficult to remove appears to be related to procedural circumstances. The reported foreign body in patient was due to procedural circumstances. A definitive cause for mitral stenosis could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for inability to remove the gripper line, and mitral stenosis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip grasped the leaflets and mr was reduced to grade 1-2. It was noted that the mean pressure gradient increased from 2 mmhg to 6 mmhg. Gripper line (gl) removability was assessed and there were no issues. The clip was deployed. During gl removal, resistance was noted after about 12 inches of the gl was removed. Troubleshooting maneuvers were attempted but were unsuccessful. The clip delivery system and steerable guide catheter (sgc) were removed without resistance and the ends of the gl were cut, leaving part of the gl in the patient. Due to the manipulation of the device while attempting to remove the gl, mr increased to grade 2-3. The mean pressure gradient remained at 6 mmhg. No additional intervention was performed. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Attachment: user facility medwatch report (B)(4).

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the patient was placed on anticoagulation medications, related to the gripper line remaining in the patient anatomy. The patient is doing well post procedure. User facility medwatch report (B)(4). Event description: from staff: nitinol strings attached to the mitra clips would not release. Nitinol strings were cut just below the skin at the right femoral vein site and strings remain attached to the mitra clip. The gripper line failed to release from the implant, but the implant itself functioned properly. Took the device for review. Recommended cutting the string below the level of the skin and otherwise leaving in place, as there was no way to cut it closer to the valve. From op report: initially there was significant improvement of mitral regurgitation from sever to mild to moderate. At the last step (retrieving the grippers line), there was significant resistance pulling the wire, multiple attempts were made to retrieve the gripper line, including repositioning of the entire system, dismantling the cds and for the try using an mp 5f catheter as a support catheter without success. At this point, after consulting with the abbott representative, it was decided to leave the gripper line in place since there was evidence of worsening metabolic rate while trying to pull this line. Finally, the line was cut at the groin level. No additional information was received.